Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A diabetes clinical manager reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 480 mg/dl. The customer treated with 4 units of novalog injections. The representative stated that the reservoir and tubing connection was very tight. The representative stated that they could not disconnect the set from the reservoir. The customer was advised to send the set back for analysis and call back if issue persists.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used reservoir found the reservoir failed inspection due to the snap cap and transfer guard was missing from the reservoir; however using a new transfer guard and performed pre fill test the reservoir passed per specifications no occlusion anomalies were found during the analysis. The reservoir connects and releases properly. The transfer guard was not returned.